Event description:
The leads were returned to the manufacturer after being explanted with no information. The leads subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. Analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo. There was blood on the proximal conductor of the lead and it was not obstructed. The inner insulation of the lead developed cosmetic (mio) metal ion oxidation while in vivo. A cosmetic white substance that developed in vivo on the outer insulation of the lead was observed. The outer insulation of the lead developed a cosmetic depression while in vivo. Visual inspection found distal coil ends fractured in-vivo/flexed. Concomitant medical products: e2dr03 implantable pulse generator 4003m implantable pacing lead. (B)(4).